Event description:
The patient experienced a loss of stimulation and therapeutic effect. The impedance measurements were greater than 4,000 ohms. The lead was broke. The physician decided to use only the working lead and not to revise the implant. No surgical intervention was planned and the patient was okay.

Event description:
Additional information received reported that the physician performed x-rays from which lead rupture was evident, and the lead was replaced.

Manufacturer narrative:
Lead: model: 435045, lot# unknown, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Lead model 435045, serial # unknown, implanted: (B)(6) 1997, explanted: (B)(6) 2012; lead model 435045, serial # (B)(4), implanted: (B)(6) 2012, explanted: na.